Manufacturer narrative:
There was no contact phone number provided. The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the coupling saw thread was stripped. Therefore, the reported condition was confirmed. It was further determined that the clamping screw was torn. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the sagittal saw attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the coupling saw thread was stripped. It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.